Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: hi (>600 mg/dl) and 164 mg/dl on (B)(6) 2017, 210 mg/dl and 101 mg/dl on (B)(6) 2017, 362 mg/dl and 160 mg/dl on (B)(6) 2017, 399 mg/dl and 160 mg/dl on (B)(6) 2017, and 566 mg/dl and 236 mg/dl on (B)(6) 2017. The same vial of test strips was used to obtain all of the comparison readings. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.